Event description:
Balloon ruptured. Found 1cm tear in the distal tip, when balloon removed. Reinserted new balloon. No pt compromise. Inserted originally in 2002 at 1419 hrs. At 1842 blood discovered. At 1954 2nd balloon installed.